Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported an ambulance was called to the patient's home, patient was unresponsive, cardiopulmonary resusitation was begun. Patient was taken to hospital in cardiac arrest with ventricular fibrillation and was pronounced dead on arrival. The patient's last clinic visit was two months prior to death. "Appears patient was not very compliant with device checks." The cause of death is being requested. The physician had called manufacture's technical services to report dissatisfaction with the device memory being overwritten with more recent episodes. "The tone of the call was not that the device was suspect in any way or that the device should have done anything differently. It was just regarding episode storage."